Event description:
The customer called to report a button error alarm. The customer also reported that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. During the hospitalization, the customer also experienced high blood glucose levels due to the insulin that was given to her by the hospital. Advised the customer that the insulin pump would be replaced due to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it in unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.